Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and the insulin pump was alleging the pump under delivering. Customer's blood glucose reading was 270 mg/dl. Customer experienced the symptoms relate to the high blood glucose nausea, vomitng, abdominal pain and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.